Event description:
It was reported that, the customer was hospitalized for high blood glucose. The customer stated, that his hbg's may be the result of the infusion set being dislodged from his body.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.